Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that left ventricular lead had dislodged one day post implant and exhibited high capture thresholds. The lead was successfully repositioned and acceptable measurements were seen through the external pacing system analyzer. When connected to the implanted device, high capture values were observed again. The device was replaced and high capture values were still seen. Normal values were still observed through external measurements. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).